Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. Two kinks were observed on the guide wire body. In addition, several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
One swg in the box of 10 is kinked and cannot be used. Associated to 3006425876-2024-00040.

Event description:
One swg in the box of 10 is kinked and cannot be used. Associated to 3006425876-2024-00040.

Manufacturer narrative:
(B)(4). The customer returned one unopened sac kit for analysis. Visual inspection of the components revealed two kinks in the guide wire body. Several creases were observed on the product packaging. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. Several kinks were also observed on the catheter body. The packaging clearly states, "do not bend". The kinks in the guide wire measured 96mm and 143mm from the distal end. The length of the guide wire measured 351mm which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter measured 0.51mm which is within the specifications of 0.508-0.533mm per product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with the kit which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The undamaged portions of the guide wire were threaded through the returned 20 ga introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user , "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. Two kinks were observed on the guide wire body. In addition, several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.